Event description:
Device issue: stent dislodgement. Time of device issue: during use. Adverse event: foreign body removal with snare. It was reported that the promus stent was advanced and it crossed the lesion, during pull back the stent dislodged from the catheter. The stent embolized down stream in the leg. A snare device was used to remove it successfully. The procedure was completed with another of the same. Though requested, no additional event or patient information is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.